Event description:
It was reported the patient had experienced intermittent shocking/jolting in their area of paresthesia for the four months prior to report. It was noted the patient was unable to replicate the condition or provide whether it was position related. It was stated the patient was getting good coverage and pain control with their therapy. Impedance testing found normal impedances. It was further reported the impedances were in the 800 range when testing the programmed electrode combinations and the patient¿s most used group (group a) was at 251 ohms with six active electrodes (electrodes 2, 3, 4, 8, 9, and 10). It was noted the patient had adaptive stimulation (as) activated at the time of report and that the reporting manufacturer representative deactivated it to see if the shocking/jolting was related to the as feature. It was reported the patient¿s implantable neurostimulator (ins) was also loose in the pocket. The patient was scheduled to see their healthcare provider (hcp) again a month after report. Additional information reported the patient was reprogrammed at the time of report and an x-ray was ordered. It was noted that in addition to the as feature being deactivated, group 1 was added using fewer electrodes. It was stated the patient was ¿getting good coverage¿ at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).